Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer went swimming while connected to the pump. Tandem technical support educated the customer on the pump being water resistant and not waterproof. Customer¿s blood glucose level was 137 mg/dl. The customer reverted to an alternate method of insulin therapy.